Manufacturer narrative:
Samples received: 1 unopened and 1 opened pouches. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and almost all distributed in the market. There are (B)(4) units in b. Braun surgical warehouse. We have received one closed sample and an open and used unit with the needle detached from the thread. We have tested the needle attachment strength of the closed sample received and the result fulfill the requirements: 3.66 kgf (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfils b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.